Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not pacing when required. Additionally, pace impedance measurements were greater than 2000 ohms. During a revision procedure, the lead was not tested by a pacing system analyzer (psa), to determine electrical integrity. Also, to the field representative's knowledge there were no further observations made of the lead. This rv lead was subsequently abandoned surgically and the pacemaker removed. The cause to the observations remains unknown. No additional adverse patient effects were reported.